Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The pump passed all non destructive testing, with no reservoir access issues encountered. The pump was then filled with 20 ml. Of sterile water, then aspirated a total of five times with no problems encountered. The pump was then filled with 10 ml. Of sterile water and aspirated, a total of five times. The previously reported conclusion code 42 no longer applies to this event. The previously reported result code 1023 no longer applies to this event.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed medtronic, inc.

Event description:
It was reported at implant they were only able to aspirate 5ml of water from the 20ml reservoir. The tech could not aspirate all the fluid out of it so the pump was not implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.